Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. The target lesion was in the transjugular intrahepatic portosystemic shunt (tips) right portal branch. The lesion characteristics were not provided. The average lesion intraluminal diameter was not measured and the total lesion length and degree of pre-procedure stenosis was not provided. The wallstent rp stent with a 12mm diameter and a 90mm length was implanted in the right portal branch. Implantation was technically successful with no procedure related residual stenosis. The procedure was a hemodynamic and clinical success. No other discharge information was provided. There were no procedure related complications. At discharge there was evidence of luminal improvement to less than or equal to 30% stenosis. The one-month patient follow up assessment documented that the patient died in (B)(6) 2005, ten days after the index procedure. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.